Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing. Device received with scratched case and pillowing keypad overlay noted. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had lost power and it took me several minutes to put a new battery in the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.